Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer(rse) analyzed the system and found that a message prompting the selection of a boot device appeared during a cold restart. Ultimately, the system successfully booted from the sata hard disk. The field service engineer (fse) visited the site but was unable to replicate the issue despite multiple restart attempts after checking and reconnected each connector associated with the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system didn't start up in the morning. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.